Event description:
Philips received a product complaint regarding a v60 ventilator malfunction involving a non-functional touchscreen. There was no patient involvement at the time the issue was discovered, no patient or user harm occurred, and the device was successfully taken out of service. The customer contacted technical support to report the touchscreen failure and a subsequent inability to calibrate the component, noting that no third-party accessories contributed to the issue. During troubleshooting with a remote service engineer (rse), the failure was successfully replicated, and standard touchscreen calibration protocols failed to resolve the problem. Consequently, the rse provided the customer with the part number for a replacement touchscreen assembly, and the case remains open under ongoing investigation.